Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, no capture, and high/undefined pacing impedance. Additionally, the lead was oversensing noise which resulted in the patient receiving inappropriate therapy. Reprogramming was completed, and the patient was provided a lifevest wearable defibrillator until a lead revision could be completed. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.